Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim# (B)(4).

Event description:
In the article, "long-term in vivo stability of posterior chamber phakic intraocular lens: properties and light transmission characteristics of explants." To evaluate the in vivo durability of the surface and optical properties of the icl. This study included patients who developed cataracts after having undergone icl implantation. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. The cause of event was unknown.

Manufacturer narrative:
H11: manufacture narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).